Manufacturer narrative:
Visual inspection under magnification shows the top left electrode has been detached with rounded edges on the remaining electrode leg. The remaining attached electrodes show rounded edges with dried tissue which is consistent with continued activation after detachment of the electrode. There are scratch marks on the shaft near the tip of the wand. There are no manufacturing abnormalities visually observed with the returned device. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using an ambient super multivac 50 ifs wand, a piece of metal detached from the electrode while inside the surgical site. The surgeon was unable to retrieve the detached piece. There were no patient complications reported as a result of this event.